Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report no delivery alarms. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 432 mg/dl. The customer treated with a manual injection. The caller performed troubleshooting by disconnecting and reconnecting the tubing and reservoir; caller verified that insulin exited the tubing and the device alarmed no delivery. The caller was informed that the device was working as designed and nothing was replaced or returned.